Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarms and plunger rod was not working properly. The customer stated that he woke up this morning and had high blood glucose levels of 20 mmol/l. The customer reported that he had changed his infusion set and reservoir. The customer stated that he has treated his blood glucose with insulin pump. Troubleshooting was performed related to no delivery alarm. The customer stated that the insulin did not exit during the manual prime. The customer was advised to replace out the insulin pump. Product is not expected to return for analysis. Additional device related incidents: insulin pump ((B)(4)); infusion set ((B)(4)).